Manufacturer narrative:
Device history record in review. Samples were not returned for investigation.

Event description:
On (B)(6) 2010, consumer was using tampons and developed cramping in her stomach and lower back. On (B)(6) 2010 her doctor removed a piece of tampon left behind from her vaginal area. On (B)(6) 2010 consumer returned to doctor as she was experiencing nausea and fever. Was prescribed metronidazole and vibramycin. On (B)(6) 2010 consumer experiencing diarrhea and cramping as medications irritated her colitis. On (B)(6) 2010 consumer still had a low grade fever, itching, burning and yellow discharge. Doctor examined her and identified her condition as a (B)(6) infection in her bladder and prescribed cipro.